Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was a cosmetic depression of the outer insulation and there was blood in/on the helix mechanism sleeve head and on the helix mechanism itself.

Event description:
It was reported that the atrial lead dislodged two weeks post laser lead extraction of the right ventricular lead. The atrial lead was removed and replaced with a new atrial lead. No patient complications have been reported as a result of this event.